Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care , inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer was taken to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose of 379 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous insulin, saline and potassium. The customer was discharged two days later with the issue resolved and no permanent damage. Tandem technical support performed a system check and confirmed pump is functioning as intended. Customer continued to use the pump for insulin therapy.